Event description:
The customer reported via phone call that they were hospitalized on two occasions in the past. The customer stated they were hospitalized on (B)(6) 2015 for low blood glucose. The customer's blood glucose was 22 mg/dl at the time of admission. Customer stated they were receiving too much insulin, leading to their low event. The customer also reported they treated with a glucagon shot for their low blood glucose. It was also found the customer was hospitalized on (B)(6) 2015 for low blood glucose. Customer's blood glucose was 59 mg/dl. The customer also reported the cause of their low blood glucose was from an excess of insulin. It was also reported the paramedics were called to treat the customer's blood glucose on (B)(6) 2015. Customer's blood glucose was 22 mg/dl during this incident. The customer reported being combative from their low. The customer declined to troubleshoot for the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.